Event description:
Customer called stating the buttons on her insulin pump are not responding. Customer's blood glucose level was 84 mg/dl. She had the device in her pocket and when she took it out there was a blood glucose reminder. The buttons were also stuck. It was raining, but the device was in her pocket so it was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Minor scratched display window, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.